Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA

Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 229 mg/dl and 120 mg/dl (system 1) and "120 mg/dl to 130 mg/dl" (system 2).the same test strip vial was used for both meters and results. No adverse event reported. Return of the suspect device was requested for evaluation.